Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed multiple stretched/buckled sections along the inflation lumen. The guidewire lumen was separated from the hub. Microscopic examination and further inspection of the reminder of the device presented no other damage or irregularities. Product analysis confirmed damage that would have contributed to the reported deflation issues.

Event description:
It was reported the balloon would not fully deflate. A ranger paclitaxel-coated balloon catheter 7.0 x 40mm, 135cm was selected for a very calcified left humeral bilic angioplasty procedure. After treatment, it was discovered that the balloon was not fully deflated after attempting for two minutes. It was noted that air leak in the area of the distal end of the device was observed when the surgeon deflated the syringe to inflation. It was necessary to take out the balloon catheter and introducer sheath together, however, additional information indicated the balloon was fully deflated when removed. There were no visual observations of damage upon removal. No patient complications were reported.

Event description:
It was reported the balloon would not fully deflate. A ranger paclitaxel-coated balloon catheter 7.0 x 40mm, 135cm was selected for a very calcified left humeral bilic angioplasty procedure. After treatment, it was discovered that the balloon was not fully deflated after attempting for two minutes. It was noted that air leak in the area of the distal end of the device was observed when the surgeon deflated the syringe to inflation. It was necessary to take out the balloon catheter and introducer sheath together, however, additional information indicated the balloon was fully deflated when removed. There were no visual observations of damage upon removal. No patient complications were reported.